Manufacturer narrative:
Other text: b3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device vent has a broken circuit port. Patient involvement is unknown.

Manufacturer narrative:
UDI (B)(4). Device evaluation: we received one device for investigation. Visual inspection showed patient outlet fitting fell off, input/output side label was damaged, input manifold was loose on the bottom chassis, front panel was bent at the top right corner, o2 concentration knob and battery cover were also cracked, and tidal volume bounces back. Functional tests performed and found the patient outlet fitting came loose and was dislodged from the vrv block manifold. However, the threads appeared to be intact. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. User interface was the cause of the reported issue. For all enquiries or follow-up questions related to the record, do not use (B)(6) located please direct those to the following: (B)(6).